Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. The right atrial lead exhibited noise reversion episodes. The device was reprogrammed and the patient would continue to be monitored.